Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 70% stenosed target lesion was located in the non-tortuous proximal left anterior descending artery. After a 5f 3.75 nonbsc guide catheter was engaged over a nonbsc guide wire, a 2.75 x 16mm synergy stent was advanced to treat the lesion. However, when the length of the guide was imaged, it was noted that the stent delivery system had detached at the bisegmented portion of the catheter and the hypotube. The stent was subsequently removed via the guide catheter and wire. The devices was removed completely and the procedure was completed with a nonbsc stent. No patient complications no injuries were reported. Synergy ii us mr was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and met specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 638 mm distal from distal edge of strain relief, the distal portion of the hypotube was not returned for analysis. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a shaft extrusion break 68 mm proximal from distal edge of device tip (11mm proximal from bi-component bond), the proximal portion of the extrusion and mid-shaft not were returned for analysis. No other issues were identified during the product analysis.